Event description:
The reporter indicated that (B)(6) 2023 a 13.2mm, vicm5_13.2, -08.00 diopter, implantable collamer lens tore/broke during injection/delivery into patients left eye(os). There was patient contact (lens touched the eye) with no patient injury. Back up lens implanted and problem resolved. Cause of the event is reported as device, user error; lens still partially in the injector was removed to reload, it was found to have tear.

Manufacturer narrative:
A4 - unk. A5 - unk. A6 - unk. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).